Event description:
Boston scientific crm received info that the right atrial (ra) and right ventricular (rv) lead dislodged shortly after implant. Both leads were successfully repositioned. Based on the info provided, it is unclear whether this dextrus lead was implanted in the ra or the rv.